Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, a cine revealed the right atrial lead had dislodged. The physician elected to cap and replace the lead during the procedure. No additional information was reported.